Event description:
A customer reported thin flaps and stopped using system for procedures. Additional information received stated flaps were sticky, incomplete flap and flaps were unable to lift. System did not cut the flap effectively causing surgeon to abort the procedure. The patient required steroids for an extended amount of time to resolve the inflammation. There are multiple related reports for this event. This report addresses the patient bb's left eye and other manufacturer reports will be filed.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Alcon lensx (site #3008772169) is no longer operational. Lensx manufactured products are maintained and investigated by the alcon research, ltd. Irvine technology center site #2028159). The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. The company representative did not confirm nor replicate the reported event. The system was tested and found to meet product specifications. The customer reported event cannot be confirmed. Thus, based on the information obtained, the root cause of the reported event is inconclusive. The manufacturer internal reference number is: (B)(4).